Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: it was reported in the initial medwatch report that the device was returned for evaluation on dec 17, 2018. This date has been updated to jan 31, 2019. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that a cutter could not be inserted into the attachment device, and the nose tube was damaged (flared out on the end). It was determined that the difficulty to insert the cutter was because the bearings were worn out not allowing the cutter to pass through due to excessive side loading. The root cause for the worn out bearings was due to normal wear and the root cause for the flared nose tube damage was indicative of excessive side loading causing the cutter to flex and to come in contact with the nose tube which is user error. A review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be sent accordingly.